Manufacturer narrative:
No device sample was returned for analysis, manufacturing records reviewed and found no-issues or non-conformances. Based on the available information, no root cause could be established. No relationship between the coopervision device and the incident can be confirmed.

Event description:
This incident was reported to the manufacturer by the contact lens prescribing and treating ophthalmologist. It is reported that upon instilling a new contact lens in the right (od) eye on (B)(6) 2025, the patient experienced a foreign body sensation. The lens was removed and cleaned with hydrogen peroxide cleaning and storage solution. The patient tried instilling the same lens again after a few days and experienced a sharp pain. On (B)(6) the patient sought medical attention and was diagnosed with an open lesion (unspecified) on the cornea and was prescribed floxal (ofloxacin) eye drops and ointment for 14 days. On (B)(6) the patient opened another new contact lens and again experienced a sharp pain on instilling. The patient visited the ophthalmologist on the same date and the corneal lesion was healed. The patient has been prescribed a different brand of contact lenses and continues to use without issue. While the event has fully resolved, this event is being reported in an abundance of caution due to the unknown nature severity of the reported lesion and the potential for serious or permanent injury, or medical intervention or medication to prevent or preclude such occurrence, associated with some types of lesions including infectious corneal ulcers (microbial keratitis). Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.

Manufacturer narrative:
Sealed and used lenses were returned to the manufacturer for device analysis. The returned devices were found to be within all evaluated manufacturers parameters, free from fault of failure. Based on manufacturers investigation and analysis no root cause can be established and no direct causal relationship identified between the device and the invent, including any device malfunction or deterioration in the characteristics or performance, occurrence related to use-error due to ergonomic features, or any inadequacy in the information supplied by the manufacturer.

Event description:
This incident was reported to the manufacturer by the contact lens prescribing and treating ophthalmologist. It is reported that upon instilling a new contact lens in the right (od) eye on (B)(6) 2025, the patient experienced a foreign body sensation. The lens was removed and cleaned with hydrogen peroxide cleaning and storage solution. The patient tried instilling the same lens again after a few days and experienced a sharp pain. On 17 july the patient sought medical attention and was diagnosed with an open lesion (unspecified) on the cornea and was prescribed floxal (ofloxacin) eye drops and ointment for 14 days. On (B)(6) the patient opened another new contact lens and again experienced a sharp pain on instilling. The patient visited the ophthalmologist on the same date and the corneal lesion was healed. The patient has been prescribed a different brand of contact lenses and continues to use without issue. While the event has fully resolved, this event is being reported in an abundance of caution due to the unknown nature severity of the reported lesion and the potential for serious or permanent injury, or medical intervention or medication to prevent or preclude such occurrence, associated with some types of lesions including infectious corneal ulcers (microbial keratitis). Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.